Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a broken circuit alarm and was unable to use during an unspecified therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm or injury.

Event description:
This retraction is being requested as it was determined from provided information that this is a duplicate reported complaint and has previously been submitted in emdr 3007960282-2025-00109.

Manufacturer narrative:
This retraction is being requested as it was determined from provided information that this is a duplicate reported complaint and has previously been submitted in emdr 3007960282-2025-00109.